Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had already replaced the data acquisition (da) printed circuit board assembly (pcba) in an attempt to resolve the proximal pressure sensor autozero failed alarm, but the issue continued. The rse provided the customer with the part information for the solenoid valve so that the 3rd and 4th solenoids could be replaced. In a good faith effort (gfe) response from the customer received, it was confirmed that the customer ordered, received, and replaced the 3rd and 4th solenoid valves. The customer confirmed that the replacement solenoids resolved the device problem. The customer did not provide what testing was completed following the part replacement. The investigation concludes that no further action is required at this time.